Event description:
It was reported that the user experienced low blood glucose while using the ilet, with a nadir of 40 mg/dl and a subsequent high of 248 mg/dl, after announcing usual meal sizes despite having previously adapted to ¿less than¿ meal announcements, which led to excess insulin delivery and occasional overcorrection of lows; oral carbohydrates were used for treatment, and low alerts were received on the device. Symptoms included shakiness during hypoglycemia and thirst with sluggishness during hyperglycemia. Outcomes included transient blood glucose excursions that affected daily activities. Investigation included user interview, device-use review, and troubleshooting and education focused on meal announcements and hypoglycemia management. Investigation of this case revealed user maladaptation due to incorrect meal size announcements, with no device malfunction identified. It was concluded that the event resulted from use-related factors, and a system reset and further clinical support were recommended to re-establish appropriate meal announcement behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.